Event description:
It was reported that there were impedance readings of greater than 10 ,000 ohms. It was noted the patient had lead configuration at 1x8 but was changed to 2x4 and programmed 0-3 and 4-7. The reporter noted that #5 showed greater than 10,000. It was noted the health care professional had trouble seating the extension into the port as it was not long enough. It was noted they had to pull on the extension to get it to reach the port and insert all the way. Initially, they had 4 contacts reading open and then the health care professional pulled some more and was able to further insert it into the port. Then two were open and the health care professional once again was able to pull and further insert and tighten down. It was noted that now only 5 was open, which they would program around. It was noted the patient was using 2/3 and 6/7. It was further reported that the high impedances resolved except the #5 contact which remained greater than 10,000. It was noted that an impedance check was conducted multiple times during the procedure. Initially, 4 contacts were greater than 10,000 but the health care professional was not pushing the extensions all the way into the pocket adaptor leading to this cause. Once it was properly inserted, the #5 contact was the only contact greater than 10,000. After several attempts and further impedance checks, the health care professional finished the procedure with deciding to program around #5. Another impedance check was done post-operative and #5 still showed greater than 10,000. It was noted that it was possible that the #5 contact was damaged during initial insertion attempt into the pocket adaptor as the surgeon was tugging and pushing rather hard. Another possibility was that blood could have gotten onto the contact leading to a bad impedance initially. It was noted that no specific interventions were planned but they would follow up and check impedance again on the patient at the follow up appointment on (B)(6) 2014. The reporter stated there was an excellent outcome. The patient received instant relief during post-operative programming. The settings before were always on the bottom of the leads so programming around the bad contact was easy to do. The patient was instructed to contact the manufacturing representative if she was not happy with the settings.

Manufacturer narrative:
Concomitant products: product ID 3998, lot# l84931, implanted: (B)(6) 2000, product type lead; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type extension; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type extension; product ID 7435, serial# (B)(4), product type programmer, patient; product ID 7427, serial# (B)(4), implanted: (B)(6) 2010, product type implantable neurostimulator; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type extension; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type extension. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.